Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the patient's 14 volt battery would not hold a charge was not confirmed. No log files were submitted for review. The battery fuel gauge was corresponded to a depleted battery. Visual inspection of the returned battery revealed that the metal contacts had dried fluid residue. The battery was fully charged and then discharge tested using an electronic load battery test system, and the battery exceeded the requirement for discharge time. The battery was then functionally tested with a test battery clip, a test system controller, and a mock circulatory loop without any issues or atypical alarms produced, including when manipulated by hand. The 14v battery serial number: (B)(4) functioned as intended during analysis. The observed dried fluid residue on battery contact terminals did not affect the functionality of the battery. The root cause for the reported event could not be conclusively determined through this analysis, it should be noted that residue on the battery contacts does have the potential to contribute to performance issues. The 14 volt lithium ion battery gv004027 assembly is manufactured by the vendor who maintains the device history records. The 14 volt lithium ion battery gv004027 was shipped to the customer on (B)(6) 2021. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including battery faults displayed on the universal battery charger (ubc) and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (IFU) (rev. C) section 3 ¿ ¿powering the system¿ explains how to properly use the 14v li-ion batteries and ubc. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Maintenance of heartmate clips and batteries periodically and prior to use is specified in the heartmate lithium-ion battery IFU (rev c p.20 - inspecting and cleaning heartmate batteries and clips), the heartmate 3 left ventricular assist system (lvas) IFU (rev c p.8-8 - caring for heartmate batteries and clips) and the heartmate 3 lvas patient handbook (rev d - caring for heartmate batteries and clips). These documents also address keeping the batteries clean and dry to prevent damage. Battery run-times and low battery power operation with the heartmate 3 lvas system are addressed in the heartmate 3 lvas patient handbook (rev d). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's battery would not hold a charge. A replacement battery was to be sent to the patient under warranty.